Event description:
Oracle ro 1068677 cassette attached error. Additional information received by smiths medical on 23-jun-2020 attached in complaint object: failure found during routine preventative maintenance testing, no patient was involved.

Event description:
Oracle ro 1068677 cassette attached error. Additional information received by smiths medical on 23-jun-2020 attached in complaint object: failure found during routine preventative maintenance testing, no patient was involved.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette attached error. No reported adverse effects.